Manufacturer narrative:
Results of investigation: the main pcba was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be a faulty transducer.

Manufacturer narrative:
The vela main pcba assembly was received by carefusion and an evaluation performed. The reported problem was duplicated.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported the vela ventilator generated a "xdcr fault" error (transducer error) and a pressure test failed. The customer reported no patient involvement associated with the event.